Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reported that after changing infusion set, "the needle was still in my stomach but very slightly sticking out just to the slight touch above the skin". No adverse event alleged. It is not clear if any material will be sent in for investigation.